Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared the elective replacement indicator (eri) with a voltage of 2.70 and charge times of 20.5 seconds. In addition, noise was oversensed with lead to an unnecessary shock and inappropriate atrial tachycardia responses. Pacing inhibition was also noted, but the patient was not dependant. All lead values were normal and the source of the noise was not determined. The patient had denied any environmental influences. The device was expected to be replaced soon. No further adverse patient effects were reported.